Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached to it. The ligator housing teeth were found bent. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached to it, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used in the same patient during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, "the bands were rolled on each other." A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 that were used in the same patient during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophagogastroduodenoscopy (egd) procedure to treat varices performed on (B)(6) 2024. During the procedure, "the bands were rolled on each other." A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.